Event description:
During patient use, an 'o2 sensor bad' alarm occurred. The o2 sensor was calibrated; however, the issue remained. Replacing the o2 sensor resolved the issue. No patient injury was reported in this case.

Manufacturer narrative:
Although requested, patient information was not provided.